Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with vomiting. The customer stated that he had several issues with the infusion sets detaching at the quick release after taking a shower. The customer did not have time to troubleshoot at the time of the call, but did express interest in trying a different infusion set. Advised the customer that samples would be sent. Nothing further was reported.